Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of 600 (mg/dl) and diabetic ketoacidosis in (B)(6) 2014; however, no specific date was provided. While in the hospital, customer was treated with insulin and intravenous fluids. Customer was released from the hospital a few days later. No additional information was provided on the reported event.